Event description:
Line inserted 2/19/97 in hosp. Line removed in pt's home on 3/19/97. Difficulty with removal. Used warm compresses for 30". Removed 15" of 18" of 18" catheter. On 3/12 a 3" fragment was surgically removed from arm. Note: medwatch supplied by hosp had discrepancy between date of event 3/9/97 and date of line removal 3/19/97 described in item 5.